Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
It was reported that the balloon of a gastrostomy tube ruptured. The patient had a foley catheter inserted to keep the peg site patent. The patient was distressed and required valium, when the foley catheter was inserted.